Event description:
It was reported that during patient treatment, the user noticed fluctuations in the oxygen concentration. Alarms for both low and high oxygen concentrations were generated by the ventilator. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported problem was confirmed and the o2-sensor was replaced. This corrected the problem. The reported alarms for o2-concentration high and low have been confirmed in the received device logs. According to the received device log files the ventilator has been down during the reported date of event. We could trace back the reported problem to (B)(6) therefore the date of event was determined (B)(6) 2017 and updated accordingly. A defective delta o2-sensor leads to inaccurate measuring of the oxygen gas concentration and will not affect the oxygen delivery to the patient. The fault will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Since no goods have arrived, no technical investigation of the o2-sensor has been done. Therefore the cause could not be determined.

Event description:
(B)(4).